Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a faulty power switch harness button that was intermittently stuck inside. Olympus lamp life 25+hours, light intensity output measured within specifications. The unit tested and inspected with olympus test units cv-190, gif-h190, cfhq190l. The image stabilized normally without any issue. The emergency lamp was working okay and the igniter was okay. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the lights went out on the evis exera iii xenon light source, but the spare lamp did come back on. The issue was found during an endoscopy procedure followed by a colonoscopy procedure on the same patient. The procedure was postponed until the other procedural room could be prepared for use and the patient transported to that room. The procedure was completed with another device. There were no reports of patient harm. The patient's condition was not impacted by the failure.